Event description:
A caller reported an error with their continuous glucose monitor (cgm) identified as error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level as the issue didn't cause any unusual readings. Technical support provided the caller with instructions to reset the pump, guiding them through the process. After completing the pump reset, the error code did not reappear, and the caller successfully began their sensor session.